Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. The reporter alleged that the pump was displaying an intermittent-power issue, which is identified by the presence of undesired ¿power reboot events¿. In addition, it was reported that the threads of the battery compartment were stripped. Furthermore, the yellow o-ring of the battery cap was reportedly visible at the time of the power interruption; per the instructions for use (IFU), the yellow o-ring of the battery cap should not be visible during pump operation, otherwise the pump is susceptible to power-related failures. The reporter stated that they were unable to secure the battery cap to the pump case per the IFU upon the last attempt prior to the occurrence of the power interruption. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: a review of the pump black box data revealed unexplained pump reboots and continual rebooting. The power rebooting was duplicated during this investigation using the returned battery cap. The pump was run on a 24 hour basal program using test cap with no intermittent power occurring. During a visual inspection of the pump, the battery compartment was observed to be cracked on the side from the threads traveling down along the side of the bumper toward the case seal and below the bumper at the case seal. The returned battery cap was observed to be damaged with stripped threads and was noted to be cracked. The cap was unable to securely attach to the pump. The pump was opened and there was no defects or moisture found. Unrelated to the original complaint, the pump powered on to a dim and discolored display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).